Event description:
It was stated that the customer was hospitalized for high blood glucose levels above 500 mg/dl. Troubleshooting was performed. Found that the customer was changing the infusion sets every four to five days. The time and date were programmed correctly. However, the basal rate and bolus history did not match with the daily totals. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet eval. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.